Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist dialed in remotely to the customer's system and reviewed the instrument data and did not find any errors. New flexes were loaded. The ccc specialist entered diagnostics and realigned the server 3 and integrated multi-sensor technology (imt) probes. The ccc specialist primed the probes and cleaners and ran a quick check on the instrument without any issue. The ccc specialist ran quality controls, which were out of ranges. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse ran service methods and determined that the sample probe 3 (s3) mix values were out of range and reagent probe 5 (r5) needed adjustment. The cse replaced and aligned the s3 mixer. The cse ran quick check, verified s3 mix and calibrated magnesium method. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely low magnesium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of medical intervention or adverse health consequences due to the discordant, falsely low magnesium results.